Manufacturer narrative:
The lot number is unk. The device sample is not available for eval. The results of an investigation are not available at the time of this report.

Event description:
The event is reported as: a nurse introduced the catheter inside of the pt. There was no urine return, but the nurse inflated the balloon anyway. The catheter was still in the urethra when she inflated and perforated it, creating a hemorrhage. The pt had to have a suprapubic catheter inserted and repair of the urethra.